Event description:
Infusion rn notified by pharmacy tech that (B)(6) received a call from the patient this morning requesting assistance with her cadd pump. Per (B)(6) , the pump was off for about 8 hours and when restarted this morning 72.8ml of fluorouracil remained to infuse. Oncologist notified and patient instructed to come in for evaluation. Patient later arrived to infusion department and stated pump started beeping and stopped infusing again. Patient turned pump off because the beeping would not stop. Pump states 68.7ml vtbi and 27.3ml given. Attempted to restart pump several times. 5fu cartridge disconnected and reconnected to pump but pump continues to alarm- msg. "No disposable pump won't run" manufacturer response for portable continuous infusion pump, cadd legacy plus (per site reporter): no response, yet.